Event description:
Liebel flarsheim service dept. Notified by customer that the ceiling suspension spring arm had broken. The customer reported that it wasn't moving correctly and they heard something snap. Arm was hanging and tech worked it back and forth until the remaining parts broke.

Manufacturer narrative:
Field service engineer report: per fse, arm did not fall. Fse replaced the suspension arm and bracket sys and the power head cable. Sys returned to service by customer. The returned suspension arm was eval by product engineer tim koetter. He stated that the arm is the style that was recalled in 2002, now zone one, and that the break reported was the same issue that initiated the prod recall, i.e. A break at the weld at the first joint articulating arm (closest to the j-bow). This customer had been sent the recall alert notifications, and also had received a phone call from prod monitoring in the 2005, final attempt to contact users who had to that date note responded to the recall notification.